Event description:
Health professional reported that unimplanted device had a "mark on it", and also, "squeezed the implant and the shell subsequently tore." Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, flat creases and a weight test of the explanted material was completed and it was within specification. Microscopic analysis of the return device identified: an extended striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that unimplanted device had a "mark on it", and also, "squeezed the implant and the shell subsequently tore." Surgery was completed with a backup device.